Event description:
It was reported that patient under knee procedure 2008. During procedure, the tibial plate was cemented in place and tibial bearing was placed. Upon attempt to insert locking bar, the locking bar became jammed. The tibial plate and bearing components were removed and replaced. A thirty (30) minute delay in procedure was experienced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA. The following user facility information is available: evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.this report filed september 26, 2008

Manufacturer narrative:
Dimensional evaluation found components to be within appropriate design specification. However, functional evaluation found reported event repeatable.